Event description:
A customer's territory manager contacted haemonetics on (B)(6) 2011 to report their orthopat machine was making a noise and that they noted a broken disk. No operator or donor injury was reported.

Manufacturer narrative:
Upon evaluation of the device, a blood spill was found internally. The power supply needed replacing as a result along with other components. There was no evidence of burning or carbonization. (B)(4).